Event description:
It was reported that the right ventricular lead had increased thresholds following an auto accident in 2011. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. However, it was noted that there was a lead removal wire in the distal segment. Distal analysis was performed and no visual discontinuity was observed.